Event description:
The healthcare professional reported injecting form into the midface of a patient. Immediately following injection, the patient experienced firmness in the midface and pain when touched. The patient was treated with 100 units of hyelenex in the left cheek; patient's condition has resolved. Safety database number: (B)(4). Additional comments: importer complaint number: (B)(4). Further information regarding event, product, or patient details has been requested.